Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit has an error message "automatic inflation failure" appeared. After the failure, a spare machine was replaced and no casualties occurred.

Manufacturer narrative:
E1 site name : (B)(6) hospital. E1 address : (B)(6). E1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the unit. He hospital engineering team found that the unit had been used for over 8000 hours and the maintenance kit had not been replaced. However, the machine works normally, per equipment users (facility), indicating that the issue might stem from the lack of maintenance rather than a malfunction. No other functions were checked as there was no need to go on-site. The unit has not had its 5000 hour maintenance kit replaced, and the unit has not malfunctioned since the original complaint. The customer reports that there are no problems with the unit. H3 other text : device not returned to manufacturer.

Event description:
N/a.